Event description:
Customer reported receiving a motor error alarm during the basal delivery. The blood glucose reading was 213 mg/dl. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.